Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 11500a23 implanted in aortic position was explanted from a 63-year-old patient after an implant duration of two (2) years and five (5) months due to stenosis leading to increased gradients. Five months before explantation, a transthoracic echocardiography was performed and showed an increased gradient over the aortic valve (av dp max approx . 38mmhg, av dp mean approx. 19mmhg, av area approx. 1.3cm2, lv ef is 55%). A patient prothesis mismatch was suspected. As per tee performed 5 months befor explantation, as reported, patient presented with nyha class iii. A non-edwards valve was implanted in replacement. Patient was discharged in good condition.

Manufacturer narrative:
Added information to section a2 (date of birth), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) corrected data h6 (component code): 4755 code replaced 439, h6 (device code(s)): 1583 code replaces 4066. H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned to edwards lifesciences for further investigation. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppms main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.